Manufacturer narrative:
Unit errored "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. The fault was isolated to the motherboard. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not download properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.